Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during an emergent follow up. The estimated longevity decreased not as expected, from one year to trigger end of life (eol) indicator, within seven months. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during an emergent follow up. The estimated remaining longevity decreased more quickly than expected, changing from one year remaining to trigger end of life (eol) indicator within seven months. This device was replaced and returned to boston scientific for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion (pbd). The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the pbd was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. Initial: if information is provided in the future, a supplemental report will be issued.